Manufacturer narrative:
Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system on (B)(6) 2007. It was reported on (B)(6) 2009 that the charger would not communicate with the ipg. The pt had noticed a lack of stimulation and then the ipg charger and programmer would not communicate. Additional chargers and techniques tried without success, so the pt's ipg was explanted in (B)(6) 2009. The explanted ipg was not returned to the MFR for analysis. No further info is available.